Event description:
It was reported that there was an issue with a continuous glucose monitor displaying error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing detailed instructions to reset the pump, which resolved the issue, and the customer successfully started a new sensor session.